Event description:
Customer reported three falsely elevated advia centaur cp troponin ultra (tni ultra) results compared to repeat testing results. It is unknown if patient treatment was prescribed or altered based on these results. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field engineer went to the customer's site and completed a total service call on the advia centaur cp including the replacement of parts which showed wear. A precision study was completed. The system was operational at the conclusion of the visit. No conclusions can be drawn as to the cause of the non reproducible results. The customer reported that the quality control results were within range at the time of the non reproducible results. The cause of the discordant tni ultra results is unknown. The system is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other makers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."